Event description:
The user purchased two test on (B)(6) 2022 (today) and when following the instructions via the qr code it says both test devices are invalid when serial number is entered. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.